Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Healthcare professional reported right side "infection". Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : g.1., e.1 a review of the further investigation has been completed: did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. The event code "infection" did not identify any ncs or CAPA associated with this information.

Event description:
Healthcare professional reported right side "infection". Device has been explanted.